Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0871 inches. No unexpected insulin flow blocked alarm/no under delivery anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they alleging possible insulin pump was under delivery because after treated with manual injection their blood glucose level went high. The customer blood glucose level was 399 mg/dl. Customer reports they feel okay to troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active. Customer declined to check their settings and to test insulin pump. The insulin pump will be and reservoir will not be returned for analysis.